Manufacturer narrative:
Therefore, because this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a raypex 6 device provided incorrect measurements resulting in an over-instrumentation. As a result of the over-instrumentation, the patient's tooth was extracted.